Manufacturer narrative:
The complaint of subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a single partial tear in the catheter tubing. The partial tear is located between the 46 and 47 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tubing surrounding the tear site is slightly compressed. It appears that the catheter was kinked and repeatedly flexed at the site of the partial tear. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing material wear and friction. These characteristics of rough, broken slit walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. Gross visual, microscopic and functional testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of reug0365 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line was inserted on (B)(6) 2011, for chemotherapy. On (B)(6), leaking was observed on the 5 fr power groshong. The PICC nurse assessed the PICC on january tenth and when flushing, fluid escaped from the insertion site. The PICC was gently pulled back and the source of the leaking was discovered. The PICC was pulled back roughly 6cm and it was noted that it was completely severed in two. The PICC was removed with no incident or complication to the patient.